Event description:
It was reported that the device delivered inappropriate high voltage therapy for a non-ventricular arrhythmia. The patient's medication was adjusted to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.